Event description:
Performed during fifth month gestation for placenta previa, followed by a d and e; subsequent to uae, pt experiencing ovarian and back pain; amenorrhea; hormonal instability; primary consent to uae was to preserve fertility. No menstruation since uae.